Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed multiple kinks along the hypotube. The collar is separated and the polytetrafluoroethylene is still holding the two ends together. Microscopic inspection revealed no additional damages.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that the device was kinked. The target lesion was located in the left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that device was kinked and could not be used normally. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the collar was separated.